Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that a patient presented in-clinic for unrelated magnetic resonance imaging. Following the imaging, the patient's implantable cardioverter defibrillator (ICD) was found be in backup vvi mode due to power-on-reset. Corrective programming changes were made to restore the device function. The patient was stable throughout.